Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that in an emergency an intra-aortic balloon ( iab) was inserted into an unstable angina pectoris patient using maquet sheath and the surgeon confirmed on the x-ray the balloon tip was not inflated upon initiation of therapy. Mild tortuosity, sclerosis and calcification were noted in the patient vessel. There was no patient injury reported.

Event description:
It was reported that in an emergency an intra-aortic balloon ( iab) was inserted into an unstable angina pectoris patient using maquet sheath and the surgeon confirmed on the x-ray the balloon tip was not inflated upon initiation of therapy. Mild tortuosity, sclerosis and calcification were noted in the patient vessel. There was no patient injury reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter. The one-way valve was also returned. Two kinks were found on the catheter tubing near the y-fitting approximately 73.9cm and 75.4cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. The evaluation determined there were two kinks in the catheter tubing. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat the event in the laboratory setting, a kink in the catheter can cause inflation difficulty or an alarm. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint #(B)(4). Record ID (B)(4).

Event description:
It was reported that in an emergency an intra-aortic balloon ( iab) was inserted into an unstable angina pectoris patient using maquet sheath and the surgeon confirmed on the x-ray the balloon tip was not inflated upon initiation of therapy. Mild tortuosity, sclerosis and calcification were noted in the patient vessel. There was no patient injury reported.